Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 456 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was in the ER for 4 hours and they were discharged later the same day with the issue resolved and no permanent damage. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.